Event description:
The affiliate reported: on (B)(4) 2014, it was noted that the device was not recognized when the device was connected to the icp express cable and the device could not read the intracranial pressure. It had been about 1 week passed after the implantation of the device when this incident was occurred. Doi is not reported. There were no surgical delay and no adverse consequences to the patient. Additional information from the affiliate stated: the device was removed and the surgeon discontinued monitoring.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the device was evaluated by the supplier. During evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: catheter material and internal wires are broken inside the strain relief connector. Internal wires are severely bent and separated at the break site. Minor kink in catheter material 55cm from sensor case. Suture attached to catheter material. No testing was possible. Based on the above evaluation the complaint is confirmed. It appears that the device was inadvertently damaged by the customer during use. Trends will be monitored for this or similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.